Event description:
It was reported that the clinician programmed a vasopressin infusion at rate of 0.29mls to 0.51mls per hour, total vtbi is 100ml. Clinician went to increase the rate and found that the tubing was clamped and the device had not alarmed. This was connected to the patient but there was no patient harm related to the event.

Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician programmed a vasopressin infusion at rate of 0.29mls to 0.51mls per hour, total vtbi is 100ml. Clinician went to increase the rate and found that the tubing was clamped and the device had not alarmed. This was connected to the patient but there was no patient harm related to the event.